Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their implantable neurostimulator (ins) removed. The patient initially stated that the ins was not removed due to an issue with the therapy, but later added that it worked better on one side than the other side because of the placement of the paddle lead. The patient mentioned that they were operating at different settings on each side. It was unknown when the explant occurred. No further complications were reported or anticipated. Indication for use was spinal pain and cervical radiculopathy.